Manufacturer narrative:
Insulin pump was received with no down button response due to flattened button dome switch. No ramping number on their own or scrolling bar moving anomaly noted. No button error alarm noted. Insulin pump was received with scratched lcd window, cracked case near display window corners, cracked reservoir tube lip, crack on battery tube threads, and cracked reservoir tube near reservoir window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's spouse reported via phone call that the insulin pump had a button error alarm. The insulin pump was exposed to moisture. The blood glucose at the time of the incident was 92 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.